Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Initial reporter phone and email address are not reported / available. [Conclusion]: the healthcare professional reported that during an acute ischemic stroke thrombectomy procedure on (B)(6) 2021, the physician tried to access the trevo® pro 18 microcatheter (stryker) with the 5mm x 33mm embotrap ii revascularization device (et007533 / 20j128av), but it did not fit and resistance was felt inside the microcatheter. Prior to the encountered resistance, no other devices were used with the microcatheter. The embotrap was reported to be stuck; nothing was noted to be obstructing the microcatheter. It was not known if a continuous flush was maintained through the microcatheter. Excessive force had not been applied to the device. Another 5mm x 33mm embotrap ii revascularization device was used which did fit with the concomitant trevo pro 18 microcatheter which was used to continue the procedure. There was no report of any patient adverse event or complication associated with the reported event. The complaint device was returned for evaluation and analysis. The investigation was completed on (B)(6) 2021 and is documented below. Investigation summary: it was reported that the embotrap device was unable to be advanced into a 0.021inch microcatheter. Visual inspection of the insertion tool indicated damage (e.g., a constriction or necking of the insertion tool) both visible by eye and evident during tactile inspection of the insertion tool. The damage was measured at approximately 120mm from one of the distal ends of the insertion tool. Inspection of the damage location under high magnification indicated a constriction to be present (i.e. Localized plastic deformation, or flattening, of the polytetrafluoroethylene (ptfe) insertion tool) and flushing with water confirmed a hole to be present at the location. The visual inspection of the stent-like assembly of the returned embotrap device post disinfection, under magnification, indicated some damage (i.e. Kinking of outer cage strut) at the distal end of the device and also on one of the proximal struts of the embotrap device, consistent with advancement of the device against resistance during initial loading into the microcatheter. There were no strut fractures on any components. Visual inspection of the proximal and distal coil, under magnification, did not indicate any significant damage or deformation. The visual inspection also indicated that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The return embotrap device was successfully passed through a 0.0195-inch tube, confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheters. The returned embotrap device, loaded into the insertion tool, was attempted to be inserted into a sample rebar 18 (0.021-inch ID) microcatheter to confirm the reported complaint event. The insertion tool was fully seated in the microcatheter hub i.e., approximately 3-4mm from the microcatheter lumen, and the embotrap device was advanced forward from the insertion tool. The advancement of the returned embotrap device into the rebar 18 microcatheter was successful without any noted resistance (with insertion tool still attached); however, once the device had been advanced approximate 600mm into the lumen of the rebar 18 microcatheter the force to advance the embotrap increased significantly. The embotrap shaft component specification specifies a linear taper at the distal end of the shaft from a minimum outer diameter (od) of 0.005 inch up to a maximum outer diameter of 0.018 inch across a length of 600mm. The embotrap device could be advanced through the microcatheter against the noted resistance but with a higher-than-expected force. Once the insertion tool was removed, after delivery of approximately half the device total length, the delivery force was again smooth and the embotrap device delivered and deployed through the entire length of the rebar 18 microcatheter without any noted resistance. A review of the device history records (DHR) confirms that there were no issues with the assembly of the lot 20j128av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the returned embotrap device had evidence of damage on both the insertion tool and the outer cage of the distal stent portion of the device. The insertion tool had damage (e.g., a constriction or necking of the insertion tool) consistent with a compressive force applied normal to top and bottom surfaces resulting in flattening of the ptfe tube. Attempted reloading of the return embotrap onto the insertion tool resulted in a notable hard stop at the location of damage (where the proximal end of the embotrap shaft of the device interacted with the constriction in the insertion tool). This damage requires a deliberate increased force to load the device into the insertion tool. It is therefore concluded that such damage would be detected and rejected during 100% final inspection due an inability to load the device into the insertion tool. It is therefore more probable that the damage to the insertion tool occurred after manufacture, potentially during distribution, storage, or handling (before, during or after the procedure). However as there was no damage to the external packaging reported it is improbable that such damage occurred during distribution or storage, as the damage to the insertion tool noted would require an application force through the unit carton, and the packaging hoop, which would also visibly damage the outer packaging. The cause of the damage is unknown. The distal stent portion of the device had damage to a strut on the distal segment as well as one of the proximal strut of the outer cage (e.g., kinked struts) consistent with advancement of the device against resistance during initial loading into the microcatheter. The simulated loading of the returned embotrap device into a sample rebar 18 microcatheter confirmed that the returned embotrap device was able to be inserted into the hub of a 0.021 inch microcatheter without issue and initially delivered without any noted resistance. However, once the device had been advanced approximate 600mm into the lumen of the rebar 18 microcatheter the force to advance the embotrap increased significantly, due to the presence of damage on the insertion tool and the interaction of the embotrap shaft with this constriction. The embotrap shaft has a linear taper at the distal end of the shaft from a minimum outer diameter (od) of 0.005 inch up to a maximum outer diameter of 0.018 inch across a length of 600mm. The embotrap device could be advanced through the microcatheter against the noted resistance but with a higher-than-expected force. A visual inspection of the microcatheter used during this complaint was not possible as the microcatheter was not returned for investigation. The most probable causes of the failure to advance the embotrap through the microcatheter are concluded to be due to the localized damage of the insertion tool (constriction of lumen ID). The reduced ID resulted in a higher-than-expected delivery force when the embotrap shaft (at the maximum diameter location) was advanced to the location of the constricted lumen, (after delivery of distal stent portion of device - approximately 600mm into the microcatheter). There is no indication that this complaint was as a result of a defect with the embotrap device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an acute ischemic stroke thrombectomy procedure on (B)(6) 2021, the physician tried to access the trevo® pro 18 microcatheter (stryker) with the 5mm x 33mm embotrap ii revascularization device (et007533 / 20j128av), but it did not fit and resistance was felt inside the microcatheter. Prior to the encountered resistance, no other devices were used with the microcatheter. The embotrap was reported to be stuck; nothing was noted to be obstructing the microcatheter. It was not known if a continuous flush was maintained through the microcatheter. Excessive force had not been applied to the device. Another 5mm x 33mm embotrap ii revascularization device was used which did fit with the concomitant trevo pro 18 microcatheter which was used to continue the procedure. There was no report of any patient adverse event or complication associated with the reported event. The complaint device was returned for evaluation. During the microscopic inspection of the returned device, the outer cage was observed damaged / kinked. Based on the product analysis on (B)(6) 2021, this event has been deemed MDR reportable as a ¿malfunction.¿